Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) reporting elevated atellica im high-sensitivity troponin I (tnih) results for two samples from the same patient that were considered discordant with the result of the cardiac catheterization that did not find blockages. Repeat testing was not performed on any of the samples and the samples are not available for further investigation. The customer states troponin samples are spun in a stat fuge. Manufacturer is the xpress 4 and samples are spun at 5100 rpms for 3 minutes. Sample tube types are mixed between greiner and bd and due to supply issues customer cannot confirm what manufacturer theses samples were obtained in. Customer reports all samples were loaded onto the apptio and run on the original tube and not poured off. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00197 was filed for the same event.

Event description:
The customer obtained elevated atellica im high-sensitivity troponin I (tnih) results for two samples from the same patient that were considered discordant with the result of the cardiac catheterization that did not find blockages. The results were reported to the physician and questioned. The patient was admitted to the emergency room (ER) with chest pain. A cardiac catheterization was performed. There are no known reports of adverse health consequences due to the elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00176 on july 01, 2022. A united states customer contacted the siemens customer care center (ccc) reporting elevated atellica im high-sensitivity troponin I (tnih) results for two samples from the same patient that were considered discordant with the result of the cardiac catheterization that did not find blockages. July 27, 2022 additional information: siemens has reviewed the sample and reagent trace files and system auto check. No issues were identified. The quality control (qc) was reviewed, and the customer seemed to have elevations in the level 2/level 3 qc for both atellica im analyzers on the day of testing. This could not be confirmed. Siemens made multiple requests for clarification and no additional information was received from the customer. As of august 7, 2022, the customer started using reagent lot 074 and qc lot 87130t. The current qc results for tnih are within the expected insert ranges. Siemens investigated. The results from the patient were elevated across two atellica im analyzers, sample draws, and times of blood draw. The results demonstrated a rising pattern that is characteristic of acute myocardial infarction (ami). There is no analytical evidence that the results are erroneous. As per the IFU, in the elevated tni values in patients without ami section it states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." No potential product issue is observed. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00197 supplemental report 1 was filed for the same event.